Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) had a black screen. There was no patient harm and injury reported.

Manufacturer narrative:
Due to character restriction, event site name: (B)(6) hospital, event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4; b6; b7; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. Corrected fields:g1 contact person ¿ mfg site a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the video generator board (0670-00-1182). The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by (B)(6) technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part number 0670-00-1182 with a reported unit failure of a display and a black screen. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4). Root cause is not confirmed.